Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned the results from multiple samples from 1 patient tested for elecsys cmv igg (cmv igg) on a cobas e 801 analytical unit. Sample from (B)(6) 2025: the cmv igg result from the e801 analyzer was 0.61 u/ml (borderline). This sample was tested by 2 competitor methods: diasorin liaison cmv igg: 20.4 au/ml (positive) diasorin liaison cmv igg avidity: igg too low (avidity not interpretable) biomérieux vidas cmv igg: 9 au/ml (positive) biomérieux vidas cmv igg avidity: 8 avi% the results suggest a recent primary cmv infection. Sample from (B)(6) 2025: the cmv igg result from the e801 analyzer was 0.276 u/ml (negative). Sample from (B)(6) 2025: on (B)(6) 2025, the cmv igg result was 0.28 u/ml (negative). On (B)(6) 2025, the repeat result was 0.260 u/ml (negative). This sample was tested by 2 competitor methods: diasorin liaison cmv igg: 39.3 au/ml (positive). Diasorin liaison cmv igg avidity: 0.105 biomérieux vidas cmv igg: 16 au/ml (positive). Biomérieux vidas cmv igg avidity: 28 avi% the results confirm a recent primary infection with cmv. The customer suspects a missed seroconversion of the roche cmv igg assay.

Manufacturer narrative:
Calibration and qc were acceptable. Four samples from the patient were received for investigation from (B)(6) 2025. The customer's results were reproducible. (B)(6) 2025 (sample 1): cmv igg: < 0.150 u/ml with a data flag (negative). Cmv igm: 0.158 coi (negative). (B)(6) 2025 (sample 2): cmv igg: 0.694 u/ml (indeterminate). Cmv igm: 34.4 coi (positive). (B)(6) 2025 (sample 3): cmv igg: 0.266 u/ml (negative). Cmv igm: 17.5 coi (positive). (B)(6) 2025 (sample 4): cmv igg: 0.265 u/ml (negative). Cmv igm: 11.7 coi (positive). The samples were investigated further. Mikrogen recomline cmv igg assay and igg avidity assay: sample 1 was negative, there was insufficient sample volume remaining for sample 2, and samples 3 and 4 were positive with low avidity. Platelia cmv igg assay: sample 1 was negative, there was insufficient sample volume remaining for sample 2, sample 3 was indeterminate, and sample 4 was positive. The investigation results revealed that the samples show a seroconversion upon primary infection with cmv, which was captured by the elecsys cmv igm assay, but was not detected with the elecsys cmv igg assay. Product labeling states: "elecsys cmv igg results should be used in conjunction with the patient¿s medical history, clinical symptoms, and other laboratory tests." The investigation did not identify a product problem.